Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air contamination occurred when the farawave was removed from faradrive, and sheath suction was performed. The air was observed at the syringe upon suction. No patient complications were reported. The device is not expected to return for laboratory analysis.